Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was emitting frequent low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2014 with the following results:a review of the pump¿s black box showed multiple low battery alarms and evidence of partially discharged batteries being installed on 02/26/2014 and 03/01/2014. The battery compartment and cap were intact and the cap was able to fully tighten on to the pump. The current draws were found to be within specifications. The pump cover was removed and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.